Event description:
A home patient contacted baxter's technical service center regarding a check lines and bags alarm during prime. The home patient was connected during priming. The home patient was instructed to aseptically disconnect and start over with new supplies. No patient injury or medical intervention was associated with this report per the home patient.